Event description:
It was reported the tunneling tool broke while the hcp was tunneling the two extensions. No patient symptoms or injury were reported. The patient recovered without sequela.

Manufacturer narrative:
Results other = tunneling tool. The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.